Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported the device was interrogated and the elective replacement indicated (eri) imminent message appeared after implanted two years. Current battery voltage is 2.62 volts and it was 2.86 volts approximately six months ago. The device was removed and replaced. No patient complications have been reported as a result of this event.